Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is very noisy and vibrating. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing on the bottom case upon receipt, and the right plunger case was cracked. No error code was found in the ehl (event history log) related to the reported event. The customer reported issue was duplicated during the investigation at which time the pump seemed to be running a little loud. Root cause of the reported issue is unknown, but a lack of silicon grease in the worm coupling cavity is a possible cause. Replaced the stepper motor for preventive measure and also cleaned and greased the whole motor assembly. Performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: 11-jan-2018.